Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an inaccurate delivery issue. During the course of troubleshooting, the reporter noted that the patient was not responding to low cartridge alarms for 20 minutes at a time. The reporter stated that the patient was using their pump for off label medication, but that was per their doctor¿s instructions. The patient was instructed to talk to their doctor to confirm that they were dosing correctly. There was no serious injury associated with this complaint. This complaint is being reported based on the allegation of an inaccurate deliver issue and that the pump could not be ruled out as a contributing factor at the time of the call.